Event description:
It was reported that a hypoglycemic event occurred, and the patient was unaware that the sensor had fallen off some time before or during the event. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On the evening of (B)(6) 2024, the patient did not know the sensor fell off until the emergency happened. This report is to capture the second sensor incident in which each event has similar details on four different sensors. The patient experienced diabetic seizure. There was no information on how long the patient seizing was, or if there were any sustained injuries arising from this occurrence. It was not verified in the call if the patient monitored the app prior to the event. It was also not verified what the device was displaying during the event. The patient called the ambulance. When the ambulance arrived, she was given a lot of glucose tablets. The patient did not know the medication given in the emergency room but stayed in the hospital for 4 hours. There was no documentation of further medical evaluation or intervention. The patient was doing well at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. This is 2 of 4 reports of hypoglycemic seizure after the wearable came unadhered occurred on four different sensors. Please see related records (B)(4), other two are pending creation.